Event description:
It was reported that when transitioning from collecting free points on the tibia to femur placement, hit continue and the screen went blank for a few seconds and directed back to the home/splash screen. Hit resume operation, and it started the entire procedure over. Also, doctor felt the tibia resection was at least 6-8 mm more than what was planned and took 4mm less.

Manufacturer narrative:
H10: the device was used during treatment when the software exited to the navio patient screen. The log files and a case screenshot were returned for evaluation. DHR review found that the software version (navio rc-5106) had been validated. A complaint history review found a similar complaint of the reported issue and it will continue to be monitored. This failure has been identified in the risk file. The surgical technique guide released at the time of the complaint provides instructions that cover in the event of system crash. The relationship of the device and the reported event has been established. Review of the log files confirmed that there was software crash which was caused by poorly collected data points and the software being unable to handle it in the application. Therefore, the root cause of the reported event was due to software failure. This issue is being investigated by the software engineering team. Per complaint details, the device malfunctioned during use; while transitioning from collecting free points on the tibia to femur placement, the screen went blank for a few seconds and directed us back to the home/splash screen. I hit resume operation, and it had us start the entire procedure. In addition, dr. Alicea felt the tibia resection was at least 6-8 mm more than what was planned. He took 4mm less. Based on the information provided, there was no patient injury/impact however, there was a time delay in the procedure. The procedure was completed with the same device. No further medical assessment is warranted at this time.